Event description:
Patient required laparoscopic hysterectomy, bilateral salpingectomy, cysto. Surgeon noted device not sealing before dividing, causing increased blood loss. No apparent injury to patient. See scanned page.